Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the cable to console device was internally damaged as the device was intermittently communicating signals between the handpiece device and console device making the motor start, stop, and run intermittently. It was further reported that the handpiece and console devices worked fine with other cables; therefore, the issue was solely with the reported cable device. It was reported that there was a five minute delay in the procedure due to the event and an unspecified spare device was available to complete the surgery successfully. There was patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated or confirmed. An assessment was performed on the device which determined that it was functional and passed all operational specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.